Manufacturer narrative:
(B)(4). Lot number: 101112; quantity: 5; date of manufacture: 12 november 2010. Lot number: 101125; quantity: 4; date of manufacture: 25 november 2010. Lot number: 101124; quantity: 6; date of manufacture: 24 november 2010. (B)(6). Two complaint chamber scrolls were returned to fisher & paykel healthcare for evaluation. Method: the complaint chambers were visually inspected for missing components. Results: a clip was found to be missing from both paper scroll assemblies. A lot check revealed no other complaints of this nature for lot numbers 101112, 101125 or 101124. Conclusion: the mr370 is a reusable humidification chamber which may be used with replaceable absorbant paper scrolls. There are task breakdowns (tbs) in place to assist operators on the production line correctly assemble the paper scrolls. It is likely that operator error resulted in the omitted paper clips. Our monitoring and trending for missing clips on mr370 paper scrolls has revealed one other complaint of this nature (2 devices) from (B)(4) 2007 until the end of (B)(4) 2011.

Manufacturer narrative:
(B)(4). Lot number: 101112, quantity: 5, date of manufacture: 12 november 2010; lot number: 101125, quantity: 4, 25 date of manufacture: november 2010; lot number: 101124, quantity: 6, 24 date of manufacture: november 2010. (B)(6). Two of the complaint devices have been returned to fisher & paykel healthcare's regional office in (B)(4). These chambers are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A distributor in (B)(4) reported that a part of the scroll was missing from fifteen (15) mr370 adult humidification chambers. The missing components were identified prior to patient use.

Event description:
A distributor in (B)(6) reported that a part of the scroll was missing from fifteen (15) mr370 adult humidification chambers. The missing components were identified prior to patient use.